Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and the associated implantable cardioverter defibrillator (ICD) displayed high, out of range shock impedance measurement which was detected via the patient's remote monitoring system. The field representative performed tests to check the shock lead impedance and it gave different measurements from pocket manipulation and different patient positions. The field representative changed the shock configuration to distal coil to can and did all the tests again. Test results were within normal limits. Noise was also observed on the shock electrogram (egm). Boston scientific technical services (ts) discussed that there was a lead integrity issue on the promixal end of the lead. A lead fracture was suspected. As a resolution, the device's shock vector was programmed distal coil to can and shock outputs were set to max. The system remains in service. No adverse patient effects were reported.